Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was completed for sub-assembly #700017723 lot 8362698. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these batches.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter's safety device did not activate after use, leaving the needle exposed. The following information was provided by the initial reporter, translated from portuguese to english: "peripheral venipuncture catheter with safety device that did not activate after performing the procedure, letting the needle exposed".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter's safety device did not activate after use, leaving the needle exposed. The following information was provided by the initial reporter, translated from (B)(6) to english: "peripheral venipuncture catheter with safety device that did not activate after performing the procedure, letting the needle exposed".